Manufacturer narrative:
The device was not yet available for returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the 909712 osvii connector with antechamber was implanted on (B)(6) 2019 on a (B)(6) male patient. The valve hyperdrained after two months, causing a subdural hematoma to the patient on (B)(6) 2019. A craniotomy for chronic subdural hematoma drainage and valve review procedure were required to drain the hematoma. The valve was replaced with a high pressure medtronic valve. The patient was discharged home and doing fine.

Manufacturer narrative:
UDI #: (B)(4). No product has been received. The device history records were reviewed and it did not reveal any anomaly that could explain the reported event. The complaint is unverifiable and it's exact cause could not be determined. Overdrainage is a known patient-related complication of valve therapy, as stated in the device instructions for use. Without actual device to analyze, and given the complaints history, no further investigation nor corrective action is deemed required.

Event description:
N/a.

Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h6, h10 valve was received with the distal catheter cut at 2-3mm. Brownish residues were observed on the valve. Air patency test was performed and passed. Inspection under magnification showed a slit in the antechamber, likely related to a cutting tool (type scalpel). The connector was found unglued, leading to leakage. The complaint was verified, a leak was detected at the level of the inlet connector and on the antechamber. It was not possible to determine whether these antechamber slit and unglued connector were related to the implantation procedure or were made at time of explantation. Each valve is pressure/flow tested at the end of the manufacturing process and this valve, serial number (B)(6), was tested within p/f specifications, as shown on the device history records. After this final test, the valve is packaged and sterilized, no manipulation or use of tool that could damage the valve are made. It is therefore unlikely that this valve was released in such a damaged state. The valve overdrained 2 months after implantation: the received valve was tested after gluing the slit and the connector and was found within pressure/flow specifications. Given the valve investigation and the complaints history, no further investigation nor corrective action is deemed required. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.